Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) was consulted and recommended device replacement. No adverse patient effects were reported. This pacemaker remains in service.